Manufacturer narrative:
The inratio pt/inr test strips lot unknown referenced is being reported under a separate manufacturer report number 2027969-2015-00124. Investigation pending.

Event description:
On (B)(6) 2015, a phone call was received from the customer's daughter alledging discrepant low inratio inr results in comparison to the laboratory inr result. On (B)(6) 2015, the inratio inr was 2.5 and on (B)(6) 2015, the inratio inr was 2.0. There was no dosage changes made during this time. The customer's therapeutic range was 1.9 - 2.3. On (B)(6) 2015, the inratio inr was 2.3. The daughter reported that the customer was not "really" responding that day and was very sleepy , therefore, she was taken to the hospital. The laboratory inr at the hospital was 7.0. The customer was hospitalized for elevated blood sugar, elevated inr, dehydration and staph infection. Treatment included holding of warfarin, intravenous (IV) therapy and antibiotic (cefzil) for five (5) days. The customer was discharged from the hospital on (B)(6) 2015 and the warfarin was held until (B)(6) 2015. The daughter was unable to provide further details regarding treatment, hospitalization or inratio pt/inr test strip lot number that was used. Additionally, the daughter reported that on (B)(6) 2015, the customer's inratio inr was 5.3 and warfarin was held. The following day, (B)(6) 2015, the inratio inr was 1.9 and six (6) hours later the inratio inr was 1.4 and the laboratory inr was 1.0. The inratio pt/inr test strip lot number used was 355822. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor, which was listed as a concomitant device, was returned for investigation; however, no testing strips were returned. The returned monitor passed functional testing; however during thermistor testing of the heater plate, both thermistors failed to meet specification. (B)(4) was opened to investigate monitors that failed thermistor specifications. Statistical analysis of testing performed as part of an extended complaint failure investigation ((B)(4)) found there to be no significant difference in inr values between returned monitors that failed the heating specification with monitors that passed the heating specification. A review of retain strip testing, for the reported lot, in this complaint was conducted. The results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification.